Manufacturer narrative:
The results of the investigation concluded the valve had been extensively fragmented, with the minimal remaining cusp tissue containing folds and surface fibrin. A separate piece of fibrous tissue consistent with pannus was also returned. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest that the cause of the folds, fibrin or pannus was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. A cause for the reported event remains unknown. Information from the field indicated that the sewing cuff and cusps were damaged during explant.

Event description:
On (B)(6) 2015, a double valve replacement was performed for the surgical treatment of left ventricular dilatation, grade 3 mitral regurgitation (mr), grade 2 aortic regurgitation and calcification. Concomitantly, tricuspid annuloplasty was performed. A 25mm epic valve was implanted in the mitral position and a 19mm trifecta valve in the aortic position. Pledgets were used in conjunction with both valves. On (B)(6) 2016 and (B)(6) 2017, echocardiograms revealed elevated gradients due to aortic stenosis and a significantly stenosed mitral valve resulting in limited leaflet mobility. On (B)(6) 2017, a re-do double valve replacement was performed and both the epic and trifecta valves were explanted. A 25mm masters series mechanical heart valve was implanted in the mitral position; and a 16mm ats open pivot bileaflet heart valve was implanted in the aortic position. Ex vivo, the epic mitral valve exhibited circumferential pannus formation was observed on both the inflow and outflow sides. Also, the epic valve demonstrated incomplete coaptation on all cusps. The trifecta valve exhibited stiffening and deformation on the non-coronary cusp (ncc) and the cusps at the commissure between the non-coronary cusp (ncc) and right coronary cusp were fused. Per report, the patient has a medical history of osteoporosis.